Event description:
The user facility reported that the doctor performed a radioembolization with right groin closure using the angio-seal device involved. The device cracked when deployed. There was no patient harm due to the reported issue. There was no injury to the patient/medical or surgical intervention required. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative. No equipment or other devices were used with the involved product. Additional information was received on 02jan2024: the lead tech believed that it was the angio-seal closure device that cracked near the bypass tube. A 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. The physician had issues with deployment. Since the unit cracked, he decided to abort and hold pressure to achieve hemostasis.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech - ir. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition. The carrier tube was returned fully rear locked and had been separated from the hemostasis sheath. The suture was found to have been cut at the split feature at the distal tip of the carrier tube. A kink was also identified on the tubing of the sheath. No other damage or issues were identified. The complaint was confirmed for a kinked carrier tube. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the device during device assembly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).